Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
This pi is for knee 1 of 2. As reported via bbb complaint: pattern of issues with stryker knee replacements device, two knee replacements from two different doctors and neither knee lasted two years, surgery was in (B)(6) 2008 and (B)(6) 2021, products is defective.